Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was not removed but was successfully implanted and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was positioned but low amplitudes were noted. Therefore, it was repositioned several times to achieve satisfactory parameters. Upon removal of the stylet, the lead dislodged. The manipulation of the lead became difficult which caused an avulsion of the cephalic vein. The cephalic vein was ligated. The lead was removed. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.